Event description:
It was reported that the pulse generator was in backup vvi mode and exhibited output and sensing anomalies. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was in backup vvi mode due to multiple bits flipped in the product code. When the device was downloaded, normal function ensued.